Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed due to post-paced t-wave oversensing. Patient was asymptomatic. The physician elected to continue monitoring the patient remotely with no changes.